Event description:
Medwatch report number (B)(4) completed by the site was received from the FDA. The site reported that CT prepared IV contrast. They discovered a small insect-appearing element in the disposable syringe. It was unclear if the element was originally in the syringe or was in the contrast dye which had been poured into the syringe. The syringe and contrast vial were removed from the CT area and retained by the risk manager. No patient was involved.

Manufacturer narrative:
Bayer quality assurance product analysis is awaiting the return of the suspect syringe and contrast vial by the site. Investigation of the returned product will begin as soon as the product arrives. A follow-up MDR will be submitted with the results of our investigation.